Manufacturer narrative:
The instrument files from the immulite 2000 xpi instrument have been provided for investigation. The cause of the discordant calcitonin results is unknown. Siemens is investigating the issue. MDR 2247117-2018-00008 and MDR 2247117-2018-00010 were filed for the same event.

Event description:
Discordant calcitonin results were obtained for a patient sample on an immulite 2000 xpi instrument. The same sample was repeated on the same instrument with the same reagents on three different days. The initial or repeat results have not been reported to physician(s). There are no known reports of patient intervention due to the discordant calcitonin results. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the discordant calcitonin results.

Manufacturer narrative:
The initial MDR 2247117-2018-00009 was filed on 14-feb-2018. Additional information (21-feb-2018): a siemens headquarter support center (hsc) specialist stated that discordant results were obtained on one patient sample on the immulite 2000 xpi calcitonin assay with lot 267. The sample was drawn in a vacutainer sst ii advance tube and allowed to clot for at least 20 minutes, after which the tube was centrifuged for 10 minutes at 3500 revolutions per minute (rpm). According to the tube manufacturer, the minimum clot time for the vacutainer sst ii advance tube is 30 minutes. The centrifugation would be sufficient if the customer is using a swing bucket centrifuge with a radius of at least 10 centimeters (cm). However, if the clot time was less than 30 minutes, it may result in fibrin which could cause erroneous results. Additional information (27-feb-2018): a siemens hsc specialist reviewed the instrument files and stated that there were no mechanical issues associated with the discordant results. There were no reagent or sample level sense issues associated with the discordant results. The cause of the discordant calcitonin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2247117-2018-00008_s1 and MDR 2247117-2018-00010_s1 were filed for the same issue.